Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers kept scrolling when he/she attempted to deliver a bolus. He/she took the battery out and received a battery out limit alarm, when the customer inserted the battery back inside the insulin pump. The buttons were unresponsive. His/her blood glucose level was 270 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.